Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/05/2015. The fse found a hole in normally open tubing at pinch valve, vl12b. He replaced the tubing at vl12b and the instrument ran without any leaks. He also found a defective diluter 2 card. He replaced the diluter 2 card to address the issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 10 cc from a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.